Event description:
It was reported that there were lines on the screen when hooked up to the bronchovideoscope during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following observed device malfunctions contributed to the event: -a-rubber glue presented a crack. -the bending section was found detached with a ccd cut. - the insertion tube showed a dent and failed the ring gauge test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.